Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels where not confirmed in the pump logs. User made bolus request without entering current bg level, without entering carbohydrate intake, and still having a large amount of insulin on board (iob) on the morning of (B)(6) 2016. There were no erratic basal rate adjustments recorded. Making bolus requests without entering current bg levels or carbohydrate intake and still having insulin on board could lead to a low bg event. There was no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of 45 mg/dl and food was consumed to address the low bg. The customer did not know what caused the low bg.